Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The pharmacist reported via phone call that the customer is in the intensive care unit and is off the insulin drip. Customer had high blood glucose and went to the emergency room. Customer's blood glucose was 803 mg/dl at the time of the incident. Customer's current blood glucose is 212 mg/dl. Customer had symptoms related to their high blood glucose such as nausea. Customer was hospitalized on (B)(6) 2016. Customer had uncontrolled high blood glucose. Customer also had an ear infection and was admitted for insulin drip treatment. Customer was wearing the pump at the time of the emergency room visit. Customer had high blood glucose all day. Troubleshooting was performed and caller was unable to perform the high pressure test because the customer didn't have an extra set with her. Caller went over the settings and rewound the pump. Caller saw drops of insulin come out at the end of the tubing.